Manufacturer narrative:
The device passed testing. No e630 (screw rotation error) error code occurred during testing; however an e630 (screw rotation error) error code was noted in the device history but was not duplicated during testing. Although the device passed testing, the device has been identified a part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device mechanism was returned to the service center with a report from the customer of a s320 (plunger homing timeouts) malfunction alarm coe. No additional information was provided. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device alarmed with an s31 (motor error-pmc, left) malfunction alarm code.